Event description:
The customer reported intermittent communication loss (comm loss) on the central nurse's station (cns) for different bedsides (bsm's) at a time. There was no patient injury reported.

Manufacturer narrative:
The cns logs were requested. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.